Event description:
Patient had been placed back on bypass during CABG due to sudden change in cardiac status. Shortly after bypass initiated, air was noted in the arterial circulation of the pump circuit. Source of air unk. Bypass was stopped and protocols followed in an effort to evacuate air. Bypass was then re-initiated and procedure continued with patient successfully taken off bypass. Post-op, patient unable to respond to commands and has no purposeful movement at this time. Ref: MFR #1124841-2014-00056.